Event description:
Manufacturer representative reports a patient experiencing bilateral paralysis after falling out of their wheelchair. The patient had been experiencing shocking down legs and popping sensation in their head over the past six to nine months. The patient was still receiving some benefit from the device, but reported waning effects of stimulation overall. The device has been implanted for 4 years. The battery levels were fine bilaterally. Impedence values on the right side were all greater than 2000 ohms, except 1-c at 1664 ohms. A revision of the patient's system will be considered in the future, after the patient heals from the fall. The patient will undergo reprogramming in an attempt to obtain better therapy benefit. As of the date of this report, the patient was being maintained on the rehabilitation floor of the hospital. Ref MFR report #6000032200601921.